Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-paced t wave oversensing was observed on the device. Technical support was contacted and recommended reprogramming that was anticipated to resolve the event. The patient was stable and there were no adverse consequences.